Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens (model pcb00 +22.5 diopter) had unfolding issue. The lens was inserted into the patient¿s right eye. The lens was removed and replaced in the same procedure. Another lens of the same model and same diopter was used as the replacement lens for the patient. There was no incision enlargement, no vitrectomy, no sutures required. Patient was stable at discharge.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 05/31/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 insertion device was received inside the original box. The plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. Dfu states to completely fill the viewing window of the pcb00 with ovd. There were no damages or errors observed on the assembly. The lens was observed stuck in the cartridge tip with the tip deformed. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on the catsweb system performed in june 06, 2019 revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.